Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had put batteries inside the insulin pump but it won't turn on. Customer's blood glucose was 14.6 mmol/l when he went to sleep. Customer treated with the pump and lay down. Customer woke up and found a blank display on the pump. Troubleshooting was performed but customer stated that the display did not report. Customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan.

Manufacturer narrative:
Unable to perform displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Device received with blank display, problem isolated to the interface board. Device received with cracked reservoir tube lip.